Event description:
Four months postoperatively surgeon observed leakage from the surface of the membrane, not from the suture line. He reoperated because of the symptoms of cerebrospinal fluid accumulation. He applied fibrin glue on the membrane, placed another membrane on top, and closed with synthetic bone. However, a CT scan shows that the leakage is ongoing. This was the surgeon's first use of co's preclude dura substitute.